Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation with left ventricular capture management. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429888 lead, 6725 pin plug, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) nightly capture management test was pro-arrhythmic and contributed to a ventricular fibrillation (vf) episode that was treated successfully with therapy. Reprogramming was done, the device remains in use. No further patient complications have been reported as a result of this event.